Manufacturer narrative:
The device was returned for evaluation. A visual and a tactile inspection was carried out on the device and a twist was identified at 38mm from the proximal end of the balloon. No further issues were detected. A 0.018¿ guidewire was successfully advanced though the catheter. During the analysis, negative pressure was applied with a manometric syringe on the balloon and the purging test passed as no bubbles emerged in the water column. The balloon was inflated at 2 bars and wrinkles and a slight change in profile were visible. At 4 bars, the wrinkles were no longer visible and a slight change in profile was still visible. At 7 bars, there were no wrinkles or change in profile visible. At 14 bars there were no issues. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was intending to use a in.pact pacific to treat a lesion in the superficial femoral artery (sfa). IFU was followed and the device was prepped without issue. There was no resistance encountered when advancing the device and no excessive force was used. It was reported that there was a balloon twist during inflation. There was no rewrap issues noted. The procedure was completed using another balloon. No patient injury was reported.